Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the knife/device broke. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
H6; the reported product involved with this event was returned for evaluation and the reported failure of tip breakage was confirmed. The product was evaluated by product engineering who concluded that the fracture reported by the customer was caused by a fracture that initiated at a defect in the dish of the part. Based on this information, the manufacturing process can be ruled out. This defect was likely caused from contact with another surgical tool or metal device in the surgical site. The instructions for use(IFU) for the tips and sleeves contain the following indication for use; "tip and sleeve sets intended for soft tissue may be used in surgical procedures including neurosurgery, gastrointestinal and affiliated organ surgery, urological surgery, general surgery, gynecological surgery, thoracic surgery, laparoscopic surgery, and thoracoscopic surgery"

Event description:
It was reported that during a surgical procedure, the the knife/device broke. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.